Event description:
It was reported the pt received an angio-seal post heart catheterization. The plan was for the patient to remain in the hospital until a valve replacement procedure was performed. The pt developed fevers and tested positive for infection in the blood. The pt received aggressive antibiotic treatment, type and dose unk, while in the hospital. Surgery was performed 8 days after the initial heart catheterization procedure. The angio-seal was removed, allegedly to rectify the infection. The surgeon found the angio-seal and the anterior portion of the common femoral artery infected. The pt did well after surgery. The pt had to go home and take antibiotics, type and dose unk, for three more weeks before the elective valve surgery is performed. The exact date of the event is unk.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the infection remains unk. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e, collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.